Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the back of the customer's pump is cracked. Customer declined to provide additional patient or event information. There was no reported impact to the customer's blood glucose level.